Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the user facility's biomedical engineer noticed a double image on the roller pump local display. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.